Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 22 mmol/l, 23 mmol/l, 32 mmol/l and before starting the troubleshooting it was 32.5 mmol/l. The customer had been using the insulin pump system within 48 hours of the high blood glucose event. The customer treated high blood glucose levels with insulin pens and the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The insulin pump was not on auto mode at the time of the event. The customer performed high pressure test on the insulin pump which failed for the first time but then the insulin pump passed the high pressure test when performed again. The insulin pump will not be returned for analysis.